Event description:
It was reported that during a recanalization procedure in the distal superficial femoral artery, the device allegedly difficult to advance and so was removed. It was further reported that upon removal it was noted that the distal portion of the catheter had become detached and there was allegedly a helix fracture near the center of the helix. Furthermore, the remaining portion of the helix and catheter were removed from the patient using a snare device and the case commenced. Reportedly, the physician proceeded with an open endarterectomy on the affected side and opted to treat the in-stent restenosis through a sheath placed in that arteriotomy. The procedure was completed by using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the medical device manufacturer (d3) and manufacturing location (g1) for the straub product was selected as unknown due to system limitations. The correct medical device manufacturer and manufacturing location are straub medical us. H10: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical sample was not returned for evaluation. A physical investigation was not possible. The user reported contains information regarding helix break. Due to no sample received the reported malfunction cannot be confirmed. Therefore, the investigation is inconclusive for the reported helix break and failure to advance issues. The definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. D4 (expiration date: 11/2024). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a recanalization procedure, the device allegedly difficult to advance and so was removed. Upon removal it was noted that the distal portion of the catheter had become detached and there was allegedly a helix fracture near the center of the helix. It was further reported that the remaining portion of the helix and catheter were removed from the patient using a snare device and the case commenced. Reportedly the physician proceeded with an open endarterectomy on the affected side and opted to treat the in-stent restenosis through a sheath placed in that arteriotomy. The procedure was completed by using another device. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiry date: 11/2024). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.